Manufacturer narrative:
(B)(4). The device history review for the product maryland dissector, lot #73l1600025 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During use on a patient, when the user held the needle attached on the needle holder using maryland dissector and tried to pull the needle, the maryland failed to hold the needle and broke. The broken parts of the maryland were removed from the patient and no health injury was reported. A CT scan confirmed that no fragments were left inside the patient.

Manufacturer narrative:
(B)(4). One (1) tool tip of catalog number pcvmd5 maryland dissector was received for analysis, tool tip arrived without package, according to the complaint documentation the lot number is 73l1600025. During visual inspection was observed: one of the jaws of the tool tip is broken, issue reported by the customer "tip broke" was confirmed during visual inspection. One maryland dissector from the laboratory was used to duplicate the failure mode reported. Tool tip was assembled to a test shaft and a test handle, handle was opened and tool tip was able to functioned properly, an attempt to break one of the jaw was made however tool tip did not break, failure mode was not reproduced. The reported complaint of "tip broke" was confirmed based upon the sample received. One maryland dissector was returned for investigation. During visual inspection was observed that one jaw of the tool tip was broken, it could not be determined what causes the jaw to broke off and based on additional test result the failure mode was not reproduced, therefore at this time corrective actions are not required as the potential root cause could not be determined. Other remarks:

Event description:
During use on a patient, when the user held the needle attached on the needle holder using maryland dissector and tried to pull the needle, the maryland failed to hold the needle and broke. The broken parts of the maryland were removed from the patient and no health injury was reported. A CT scan confirmed that no fragments were left inside the patient.